Manufacturer narrative:
Integra has completed their internal investigation on 05 jul 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the cam02 monitor serial number (B)(4) was returned under RMA (B)(4) to (B)(4) for evaluation. The evaluation was completed on the 25-may-16. The failure analysis investigation duplicated the complaint incident. The cam02 monitor¿s connector was loose. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Date of manufacture: feb-2014. No non-conformance reports were raised during the manufacturing process for this monitor. No trend has been identified. The review encompassed dates 17-may-15 to 20-may-16. A total of (B)(4) complaints were reviewed of which this complaint is the single complaint occurrence which contained the search criteria. Rate of occurrence: during the time period ¿(B)(4)¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. (B)(4). This percentage is within the expected ¿remote¿ rate of occurrence. Conclusion: a root cause could not be established. One previous service activity was completed; the implementation of rework 140. A review of the rework instruction verified the socket identified as loose is not part of the rework scope. The loose socket is not considered linked to the rework activities.

Event description:
A report was received that the cam02 monitor had a loose port socket (the lower pressure one). The incident took place on (B)(6) 2016 during a procedure on a (B)(6) male patient. The insertion of the 1104bt (serial numbers unknown) bolts were used and the surgeon was absent during insertion of the bolts however the message was relayed to him that the medical team had difficulty in zeroing. After several attempts it was achieved but the icp value was not at all stable. The device was in use when the surgeon noted the intermittent zeroing and traced it to the loose connection on the side of the monitor. The surgeon was not happy with the monitor because two prior catheters were discarded. The monitor was then changed and the monitoring was re-started without incident with this second monitor. There was no patient injury or death reported, however there was a delay as the second monitor was obtained from elsewhere. The exact amount of time for the delay was not provided.